Event description:
The patient had been previously diagnosed with arrhythmia, but no arrhythmia was noted during this event. The palpitations resolved.

Event description:
It was reported that the patient has palpitations for which the patient received a beta blocker.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.